Manufacturer narrative:
Re-submitting this case (3002807350-2016-00006) as per us FDA cesub help desk's advise on 29-september-2016. Exemption number: e2010016. Jmss (manufacturer) is submitting the report on behalf of jmsna (importer). Although we have not established that the device had caused or contributed to the event, we are reporting this case due to the fatal incident. This incident was not reported to jmsna by the user facility / distributor. Jmss does a routine check on the maude database on a monthly basis to check if there is any unknown case (that was nt reported to jms) filed as MDR. While doing the monthly check for (B)(4) 2016, it was found that this case published in maude database was not reported to jmsna / jmss. We would like to highlight that jms adheres to MDR compliance strictly and thus when we became aware of this incident (only through maude database on the (B)(4) 2016), investigation was carried out immediately with due diligence and through this report we are reporting to us FDA. The incident occurred after 3 hours into a 3.5 hours treatment. Based on the information provided by clinical manager, there was nothing abnormal noticed on jms avf wingeater needle prior to usage, during use and after the needle was removed from the patient's access. From reserve sample evaluation and device history record review, there was no abnormality found on the reported product lot. The products met the qa specifications prior releasing it to the market. There was no reported or detected malfunction on the needle itself. Jms will continue to maintain good quality of our products and ensure that only good quality products are delivered to customers.

Event description:
Pt on hemodialysis machine approx 3 hours into scheduled 3. 5 hours treatment when she became unresponsive. Frothy blood was noted in av-fistula needle lines. A 10 ml of blood was aspirated from needle lines prior to IV saline administration. Called 911, CPR performed, and AED applied. Paramedics arrived to the clinic. Pt was transferred to hospital where she later expired.